Event description:
It was reported that the intra-aortic balloon (iab) was prepped per procedure; however, it unwrapped prior to insertion. A third kit was opened (iab-05840-lws) and was inserted without incident.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab was returned for eval. Blood was noted on the exterior surfaces of the bladder, on the catheter, and the bifurcation. There was no defect found in the iab. An in-house .025" guidewire was fed through both ends of the central lumen with no resistance encountered. A vacuum was pulled on the iab and it held. The iab was submerged and pressurized in water. No leaks were observed from the bladder or iab. The bladder was measured and was within specification. A device history record review was conducted on the iab and it met all specifications and passed all in-process testing. There were no mfg abnormalities established between the DHR and the reported complaint. Unable to confirm; the iab passed all functional testing. Maintaining vacuum prevents the iab from unwrapping when removed from the tray. A CAPA has been initiated to address this issue.